Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer was taken to emergency room by his wife. The customer's current blood glucose is 114 mg/dl. The customer was treated with insulin drip and for nausea medication zofran. Customer reported that they have contacted their health care professional regarding high blood glucose. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.